Event description:
The customer reported that the sys displayed an x-ray disabled error message. This will result in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the svc call.